Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's tube came off the flange. It was stated that they were able to sedate the patient and snap it back into place. There was no patient injury.